Event description:
A technician reports that the pt was prepped for surgery, flap lifted, but when the surgeon attempted to start the ablation, the laser would not fire. The system was turned off and then back on and the surgeon was able to complete the procedure. The info provided indicates the pt's outcome was not affected by this event.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager (tm) confirmed that the thyratron was loading down the heater voltage from the laser control electronics, which caused the laser not to fire. The tm replaced the thyratron and successfully completed a system verification. The surgery database was reviewed for this system for the time and date of this event confirmed that the surgery was interrupted for the pt's right eye, and an excimer not firing message was displayed. The surgery data also confirmed that the surgery was successfully completed approx 20 mins later. The complaint database was reviewed for three months prior to this event, and revealed no other laser not firing issues for this system. Conclusion: based on the results of the investigation, the root cause is component related, specifically the thyratron. This report was mailed to FDA on: 04/29/2009.